Event description:
Mother reported that the customer has been having multiple no delivery alarms on the insulin pump since bolusing. Customer stated that the alarm persisted even after multiple set changes. Mother mentioned that they were unable to troubleshoot at the time of the call and that they had issues with all the sets. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.